Manufacturer narrative:
Product complaint # (B)(4). Batch number: n54h01. Investigation summary: the analysis results found that an 6tb45 device was received with no apparent damaged with no reload present. The clamping mechanism was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during the laparoscopic rectal resection surgery, could not fire when severing rectum tissue on the firing. Changed another reload, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.